Event description:
A customer reported that they believed their freestyle flash meter was reading in mg/dl in december, but is currently reading mmol/l. At the time, the customer suffered symptoms of hypoglycemia (felt weak/trembling). The customer had taken more insulin based on the readings obtained. The customer ate chocolate and took glucose tablets. There was no third party medical intervention required. The customer's meter was returned and testing confirmed the memory overwrite malfunction.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed.